Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump lost power, and moisture was observed behind the display lens. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 4/06/2017 with the following findings: during testing, the pump powered up with audible and vibratory features to a blank display screen. During visual inspection of the pump, there was evidence of moisture behind the display lens. The pump¿s cover was removed and there was moisture throughout the internal areas of the pump. The pump¿s black box data history could not be downloaded due to inability to maintain connection during download due to moisture ingress in the pump. The initial "power" complaint was confirmed during test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.